Event description:
Used thermacare menstrual heat therapy and received four large skin blisters on my skin. Dates of use: 5 hours on (B)(6) 2010. Diagnosis or reason for use: period cramps. Event abated after use: yes.